Event description:
It was reported to user facility that the device was explanted due to a decrease in the pacing lead impedance from 450 ohms to 250 ohms. It was also noted that baseline noise was reproduced with isometrics.